Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the heat exchanger tubing is disconnected from manifold valve causing unit to alarm. Provider stated they reconnected and no new parts are needed.